Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the device at a third party service center, a "service required" alarm condition occurred and the device failed a test step during testing. The device's internal battery and active exhalation control module were replaced to address the issue.